Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "patient was undergoing a tavr 26mm valve inside an 18f sheath. Sizing sheet showed ca++ posterior/medial at the mid-distal 1/3 of r femoral head and diameter ~7mm. Dr. (---) used an 8f measuring tool to get just over 6mm (+1). Tavr was performed, manta was introduced and at just over 7cm was deployed, and a 1 minute timer was set to cinch the blue collar and kept pressure on device at green/red. Angio was performed to show partial occlusion; vascular was brought in to assess and decision was made to cut down and repair the rfa with endarterectomy. Repair was successfully performed and patient has no clinical sequela".

Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A centreline CT was obtained, revealing moderate posterior calcification, visibly present. The device lot history record review for lot number 73e2400257 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. A 76-year-old female patient, 264 lbs, presented in the or for a tavr procedure. Access was gained utilizing a micropuncture kit with ultrasound for guidance. The right femoral arteriotomy was approximately 7mm in diameter, with moderate medial posterior calcification at 1/3 of the right femoral head, with a measured deployment depth of 6cm + 1cm. No issues were encountered advancing or withdrawing the 18f sentrant sheaths during the case. Following placement of the 26mm evolut fx+ valve, heparin and protamine were administered, and an 18f manta was deployed to the measured depth for closure. A one-minute timer was set to secure the blue lock advancement tube and keep pressure on the device handle at green/red. The post-deployment angiogram performed indicated a partial occlusion. Vascular was called in to assess and decided to cut down, explanted manta, performed an endarterectomy, and successfully repaired the artery. The occlusion's cause requiring surgical intervention likely contributed to user error. Additionally, the manta instructions for use (IFU) posts a warning: do not use if the patient has marked obesity (bmi >40 kg/m2). The IFU also states: deploy device and seal puncture: do not apply compressive or occlusive manual/digital pressure to the vessel while rotating the lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel. Continue to withdraw the manta closure until the tension gauge shows yellow/green in the tension window. The blue lock advancement tube will emerge. Note: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required.

Event description:
It was reported that: "patient was undergoing a tavr 26mm valve inside an 18f sheath. Sizing sheet showed ca++ posterior/medial at the mid-distal 1/3 of r femoral head and diameter ~7mm. Dr. (---) used an 8f measuring tool to get just over 6mm (+1). Tavr was performed, manta was introduced and at just over 7cm was deployed, and a 1 minute timer was set to cinch the blue collar and kept pressure on device at green/red. Angio was performed to show partial occlusion; vascular was brought in to assess and decision was made to cut down and repair the rfa with endarterectomy. Repair was successfully performed and patient has no clinical sequela".